Event description:
Customer reported "peripherally inserted central catheter (PICC) inserted left cephalic. Phlebitis was noticed at the site 3 days post insertion. Warm compress was applied. PICC removed after warm compress."

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.